Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronics assembly. Analysis was unable to verify the button error due to a blank display. The unit was received with moisture on the motor and the vibrator motor or battery tube. The insulin pump had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm due to moisture exposure. The customer's blood glucose level was 179 mg/dl. The customer received a replacement insulin pump, and no further details were provided.